Manufacturer narrative:
Since the subject device was discarded by the user, the device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. The manufacturing history was reviewed, with no irregularities noted. Omsc could not determine the root cause conclusively. This type of the errors and the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate seal and cut mode without contacting tissue (including after the tissue already cut). Based on the past similar cases, it was known that the errors occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The instruction manual of the device already cautions; do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic hepatectomy, the subject device was used. After two hours of use, seal short circuit error occurred and seal and cut short circuit error occurred frequently. And then probe damage error occurred. It was reported that the ptfe pad of the device was separated. The procedure was completed with another thunderbeat. There was no patient injury reported.